Event description:
The FDA recently required that ge pacs software include "orientation markers", ie to reduce left/right errors. The solution is far, far worse than the problem, and I don't know if that is due to the FDA or to ge or both. The markers in their 3.1.1.2 software version are intrusive, they flicker, and are highly annoying. They are so irritating, they completely defeat the intended purpose of preventing l/r errors. The current software version causes a "flicker" of these markers with each click of the mouse scroll wheel. I worry that the flicker is so distracting that other diagnostic errors will result.